Event description:
Same case as mfg# 2134265-2010-02524. It was reported that post a coronary stenting treatment procedure, an in-stent restenosis occurred. A veriflex stent was implanted in a mildly tortuous mid left anterior descending artery. Three years later, in-stent restenosis occurred. A 2.50x20mm apex balloon was advanced and the distal end of the stent was dilated multiple times. During the last inflation attempt, a dissection occurred. The dissection was treated with 45 minutes of balloon tamponade using a shorter apex balloon catheter and reversal of anticoagulant medication. There were no further patient injuries or complications reported. Patient status is listed as ¿ok.¿

Manufacturer narrative:
If implanted, give date: 3 years ago. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. (B) (4).